Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch cable broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. An additional observation not reported were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a loose cable was identified at the tip of the pk dissecting forceps instrument. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.